Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. All buttons functioning properly. No moisture damage on keypad traces noted. No moisture damage on motor assembly or electronic assembly noted during visual inspection.

Event description:
Customer's mother called to report the insulin pump was exposed to moisture in the pool. Blood glucose reading was 568 mg/dl earlier on during the day because the customer did not treat before a meal. Customer mentioned seeing fluid underneath the lcd display. Advised that the insulin pump will be replaced. Nothing further reported.